Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis patient reported having an infection approximately three weeks ago. A follow up call was made to the patient's peritoneal dialysis nurse who reported the patient was diagnosed with peritonitis on (B)(6) 2016 and was treated with vancomycin. The patient admitted to the nurse that she had multiple breaks in technique which led to her peritonitis. The patient was hospitalized from (B)(6) 2016.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process.